Manufacturer narrative:
Manufacturer report 2938836-2017-22904, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.

Event description:
It was reported that during device interrogation, sensing issue was noted. The cause of the issue could not be determined. There were no consequences to the patient.